Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient claimed the alleged issue started approximately 6 months ago. She tested on the subject meter on an unknown date in the morning and observed a value in the ¿200¿s mg/dl¿ before breakfast. The patient manages her diabetes with 52 units of levemir insulin at bedtime and 10-12 units of novolog insulin 3x per day and self-adjusts based on her readings and carbohydrate intake. The patient administered between 10-12 units of novolog insulin and ate breakfast after obtaining the alleged high reading. At approximately 12:30pm-1pm that day the patient tested again on the subject device and observed values of ¿130 and 150 mg/dl¿ performed greater than 20 minutes apart. The patient denied taking any action regarding her usual diabetes management routine in response to the readings and waited before eating lunch. The patient claimed that approximately 1 hour later, she developed symptoms of feeling ¿jumpy, shaky and sweaty.¿ she self-treated her symptoms by drinking orange juice and left better within 15 minutes. No other device was used for testing on the same day of her symptoms. She tested on her son¿s meter on a different date/time and observed a value of ¿120mg/dl¿ which she felt was more like her normal blood glucose range. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.